Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with scd sleeve. The customer states after one day of use, the pt complained of pain in her leg after a seven hour operation (lithotomy position). The pt was checked by CT and found she developed compartment syndrome. The compartment syndrome was treated with the physician.

Manufacturer narrative:
Submit date: 05/16/2013. An investigation is currently underway. Upon completion, the results will be forwarded.